Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of central regurgitation and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery or medical report. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the patient experienced a paravalvular leak. A paravalvular leak (pvl) could decrease the blood back flow pressure, which is required for proper valve leaflets coaptation. Therefore, if the valve leaflets are unable to be fully closed, it could result in central regurgitation, as reported. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the central regurgitation event. With the limited information available, however, the exact cause of the pvl is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 4 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, pvl (paravalvular leak) and central ai (aortic insufficiency) were noted. The patient underwent a balloon valvuloplasty (bav). Per report, there were no issues during intervention and the patient tolerated the procedure well. No pvl was present post bav, but trace central ai was observed.